Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus. Customer changed the cartridge and infusion set; however, the reported issue reoccurred. The customer's blood glucose (bg) level subsequently increased to 513 mg/dl. Customer used insulin pens to address elevated bg. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Pump data log review was performed by tandem product surveillance analyst on february 28, 2024. The logs were reviewed for 9/18/2023. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. All insulin was delivered in full as requested, except for two instances where the user aborted the deliveries. The complaint could not be confirmed.